Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. On 01/05/2016 a medtronic representative, following-up, visited the hospital for inspection. There was a smell of burning, however, the medtronic representative could not find the place where the smell originated. When the power of the reported navigation system was turned on, "no signal" was indicated and the computer did not start. The site could not tell the medtronic representative whether the computer fan was still able to run. There is no video for this event. Return requested for the navigation system computer. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a craniotomy procedure, an offensive smell and smoke occurred from the site's navigation system while synergy cranial (ver.2.2.6) was being used. The software application was shut down automatically, and the screen became blank, or black. The navigation system automatically started and a logo was indicated at the screen, however, the navigation system did not work. A forced termination was conducted and the power cord was unplugged. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was approximately 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned iec-f 0.6m power cable and 4.4m power cable finds that the reported issue could not be replicated. There was no observed physical damage, there was good continuity of all conductors, no opens or shorts found. Both power cables were checked with a cable continuity tester and no opens or shorts were detected. There was no observable damage to the cable shielding and the ground prong on the external power cable was intact.the power cables are not believed to be the cause of the failed power supply. As previously reported, the computer had a failed power supply which caused the issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative reported that the system is fully functional after part replacement.

Manufacturer narrative:
Patient age now provided.